Event description:
A malfunction alarm was reported with a code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and they confirmed their understanding of these instructions. No further action was required.